Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. This device was successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis.

Manufacturer narrative:
This event is no longer reportable, as further information stated that this device did not exhibit any malfunction as replaced prophylactically due to the 2024 accolade high battery impedance advisory. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. This device was successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis.

Manufacturer narrative:
This event is no longer reportable, as further information stated that this device did not exhibit any malfunction as replaced prophylactically due to the 2024 accolade high battery impedance advisory. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. This device was successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and sensing functions were tested. The device operated appropriately, according to its performance specifications with not out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.